Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, the light above the reload symbol was flashing and the device did not function normally and could not be fired at all. The sulu was detached, and the lamp was illuminated normally. A new sulu was attached, and the surgeon attempted to fire the device; however, the device did not fire at all. A competitor's device was used to the complete the case.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released all medtronic quality release specifications at the time of manufacture. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.